Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for congestive heart failure, which led to low blood glucose levels. The blood glucose reading was 149 mg/dl. She was treated with sugar water to bring the blood glucose up, and it kept going down until it was stabilized. It was also reported that the insulin pump alarmed button error. No evidence of moisture exposure was observed, and the customer was unsure about a button being pressed. Confirmed that she had not been hospitalized due to diabetes. Advised discontinuation of the insulin pump. Nothing further reported.